Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a site/set/cart (o-ring leak) issue. It was reported that there was a leak in the cartridge prior to use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue can result in under-delivery of insulin.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2019 with the following findings: during investigation, the cartridge upper o-ring was found pitched between the barrel and the plunger.